Event description:
Customer reported the unit of measurement setting changed from mmol/l to mg/dl on their free style flash glucose monitor system. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 526 mg/dl and 59 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 60 units of humalog instead of the 40 units she normally takes. Reporter stated that she then felt hypoglycemic and drank some juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.